Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, inaccurate fill estimates after loading cartridges onto the pump. Reportedly, the cartridge was filled with 300 units and the insulin gauge displayed a fill estimate of 70-100 units. Although requested, the customer declined to reload the existing cartridge. There was no reported impact to the customer's blood glucose level.